Manufacturer narrative:
The compressor mini was reported to not start. A service engineer investigated the compressor on site and found the transformer to be faulty. After replacement of the transformer the compressor worked according to specifications. The transformer was not received for further investigation. Searching in the complaints database, another complaint for same unit was found, in 2020 where a faulty transformer was replaced. As the faulty transformer was not available for further investigation, the root cause could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the compressor could not start. There was no patient involvement. Manufacturer ref. #: (B)(4).